Manufacturer narrative:
Product ID 3889-28, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported patient therapy stopped being effective after a severe fall. It was indicated that x-ray confirmed lead migration. It was noted that the whole system was revised. No patient injury was reported. Additional information reported 3 days later that patient was receiving stimulation and unknown at this point if patient was receiving effective therapy since it has just been 3 days. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no anomaly. Analysis of the tined lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.